Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that during a distal femoral replacement surgery on (B)(6) 2022, the surgeon implanted the modular collar cemented stem without a modular collar or collar locking ring. This type of stem is intended to be implanted with a modular collar and collar locking ring. It was reported that the surgeon achieved good fixation when implanting the stem. No adverse events have been reported from this malfunction.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the adverse event could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.

Event description:
It was reported that during a distal femoral replacement surgery on 16 september 2022, the surgeon implanted the modular collar cemented stem without a modular collar or collar locking ring. This type of stem is intended to be implanted with a modular collar and collar locking ring. It was reported that the surgeon achieved good fixation when implanting the stem. No adverse events have been reported from this malfunction.